Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2014, to report that on (B)(6) 2014, there was an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2014. No additional patient or event information is available. Data was provided by the patient and reviewed. Data showed that the cgm read 78 and the bg entered off of the meter was 125 at 5:00 pm on (B)(6) 2014. The complaint of inaccurate readings was confirmed. A root cause for the reported event cannot be determined.